Manufacturer narrative:
Technical services discussed the option of leaving the shock configuration programmed to rv > can and consider a repeat of dft testing. Additionally, the physician has the option for an invasive assessment of the rv lead-can connection and lead assessment. Subsequently, the local representative contacted technical services later that day and reported that dft testing was performed with the shock configuration reprogrammed to rv > can. The induced arrhythmia was successfully converted with 17 joules. The physician was satisfied with the results. The available information suggests that this device and rv lead remains in-service. The event will be reopened if additional information is received and/or products are returned for laboratory testing. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The device was electively explanted and replaced due to normal battery depletion (nbd). To date, this device has not been returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this local representative contacted technical services on (B)(4) 2009 to report that this device and lead system were implanted on (B)(6) 2009. At the time of the implant procedure, the measured shock impedance was 34 ohms (triad shock configuration). Currently, the shock impedance was recorded at > 125 ohms (in both initial and reverse polarity). Technical services recommended a repeat of the shock impedance test with the shock configuration programmed to rv > can. The device was reprogrammed and the measured shock impedance was recorded in the 70 ohm range. Technical services suspected a probable issue with the rv hv df-1 set screw.